Manufacturer narrative:
The customer replaced the modular chemistry (mc) sample probe, which resolved the issue. No service call was generated or initiated.

Event description:
A glucose post-mod customer contacted beckman coulter inc. (Bec), in regards to obtaining false glucose (glucm) and blood urea nitrogen (bunm) patient results on about seven (7) patients, generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer could not provide details for all patient results. The customer provided the following patient data: patient #1 : glucm yielded a suppressed result, and a reaction noise error message was generated. The repeat result yielded a result of 112 mg/dl with critical rerun 104 mg/dl. It is unknown which result was reported. Patient #2: glucm yielded a result of 233 mg/dl with critical rerun 103 mg/dl. It is unknown which result was reported. All bunm patient results - ordac hi and ordac lo (out of range high and low) error messages were generated. Reruns were performed, but it is unknown what the results were and which were reported. Patient treatment was not affected in this event as the customer runs glucose samples in duplicate mode and verifies results prior to reporting.